Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included repositioning the implantable neurostimulator (ins) on (B)(6) 2016. The patient reported difficulty charging the unit due to location of the device. Relevant medical history included: herniated disc and spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The patient had difficulty charging the unit. The clinical diagnosis was not applicable. The outcome was ongoing. Interventions included repositioning the implantable neurostimulator (ins). Diagnostic methods included an examination which showed that the spinal cord stimulator was too deep to charge to full capacity. The etiology was reported as possibly related to the device or therapy and possibly related to the implant procedure. Relevant medical history included: spinal pain, herniated disc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.